Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that within the last two weeks in the month of (B)(6) ((B)(6)2021 approximately), a (B)(6)-year-old male child patient's infusion set's tubing detached/broken at the site connector and this issue occurred with two infusion sets. Therefore, his blood glucose level was between 100-130 mg/dl approximately, at the time of the event. The infusion sets had been used approximately within 12-24 hours for each event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.